Manufacturer narrative:
Alleged failure: an electrode which didn't work the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be a short circuit on the pcb due to fluid ingress or a broken or damaged bond in the suction tubing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device had insufficient / no energy delivered.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device had insufficient / no energy delivered.